Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The data logs confirmed the reported pump stop. Before pump stop there were suction alarms as well as several motor current spikes with speed deviations likely as a result of physical contact with the impeller. The clinical detail also mentions that a swan was in place in the right pulmonary artery before the pump stop occurred. The swan was then removed and the pump restarted. The root cause of the temporary pump stop was most likely due to interaction with the swan. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella; rp smart assist system with automated impella controller. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device was implanted successfully, however upon sheath removal the device jumped from the right pulmonary artery and into the left pulmonary artery. It was noted that the pump stopped. The swan was removed, and the pump restarted without issue. It was reported that the patient was normally weaned and survived the procedure.